Event description:
A nurse reported microscopic fragments/particulates inside the syringe. There was no pt impact associated with this event.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable info becomes available. The retention samples, from this batch were tested and all results confirm to the spec for the tested parameters. Some silicone was present, however, medical grade silicone is used to coat all types of stoppers and syringe barrels to permit proper function of the syringe. The low levels of silicone oil do not elicit local ocular or systemic toxicity. The batch record review indicated that all testing results were within specs. (B)(4).